Event description:
Couldn't bend her left knee [joint range of motion decreased]. Lost her mobility/limited mobility [mobility decreased]. Could not walk [unable to walk]. Left knee totally swollen [swelling of l knee]. Feels like she has led in her left knee/feels like there are bricks in left knee [discomfort in joints]. Case narrative: initial information received from united states on 20-oct-2020 regarding an unsolicited valid serious case received from a patient. This case is linked to case (B)(4) (multiple devices for same patient). This case involves a 64 years old female patient who couldn't bend her left knee, lost her mobility/limited mobility, could not walk, left knee totally swollen and feels like she has led in her left knee/feels like there are bricks in left knee, while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included had a tear and surgery. It was reported that one and half year ago, the patient had the injection (hylan g-f 20 sodium hyaluronate) in her right knee, and there was no side effects. The patient's past vaccination(s), concomitant medication (s) and family history were not provided. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate (formulation: solution for injection), one injection in left knee once (lot: unknown) for arthritis. Patient did not had a lot number or expiration date of the product that was used. On the same day, in the evening her knee was totally swollen (joint swelling), and she couldn't bend it (joint range of motion decreased), lost her mobility (mobility decreased). On (B)(6) 2020, patient could not walk (gait inability; latency: 1 day) had to use a walker to get around. She stated the issues continued throughout the weekend. Patient saw her doctor the following monday and he prescribed a prednisone patch and physical therapy (pt). Prednisone patch reduced the swelling. Patient felt like she had led in her knee (musculoskeletal discomfort) and she had limited mobility. Patient still felt like there were bricks in knee (musculoskeletal discomfort) and that knee just was not right and was still having the issues now. Patient was very frustrated. Patient wanted to know anything could be recommended for her to help her feel normal again. Event of joint swelling assessed as serious due to intervention required and disability and events of gait inability, joint range of motion decreased and mobility decreased assessed as serious due to disability. Action taken: not applicable for all events. The patient was treated with prednisone, walker, physical therapy for joint swelling; not reported for musculoskeletal discomfort; walker and physical therapy for rest of the events. Outcome: recovering for left knee totally swollen, not recovered for rest of the events. A product technical complaint (ptc) was initiated on 20-oct-2020 for synvisc one for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: 04-nov-2020. Follow up information was received on 20-oct-2020 from healthcare professional. Global ptc number was added. Text amended accordingly. Additional information was received on 04-nov-2020 from healthcare professional. Investigation summary added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 04-nov-2020. The follow up information does not change the previous assessment of the case. This case concerns a patient who was on treatment with synvisc one and reported to have limited mobility, knee swelling and could not walk or bend the knee. Based upon the information, the causal role of product cannot be denied with the occurrence of events. However, lack of information regarding concomitant medications, current clinical presentation and other risk factors precludes the complete medical case assessment.

Manufacturer narrative:
Sanofi company comment dated 22-oct-2020. This case concerns a patient who was on treatment with synvisc one and reported to have limited mobility, knee swelling and could not walk or bend the knee. Based upon the information, the causal role of product cannot be denied with the occurrence of events. However, lack of information regarding concomitant medications, current clinical presentation and other risk factors precludes the complete medical case assessment.

Event description:
Couldn't bend her left knee [joint range of motion decreased], lost her mobility/limited mobility [mobility decreased], could not walk [unable to walk], left knee totally swollen [swelling of l knee], feels like she has led in her left knee/feels like there are bricks in left knee [discomfort in joints]. Case narrative: initial information received from united states on 20-oct-2020 regarding an unsolicited valid serious case received from a patient. This case is linked to case (B)(4) (multiple devices for same patient). This case involves a (B)(6) years old female patient who couldn't bend her left knee, lost her mobility/limited mobility, could not walk, left knee totally swollen and feels like she has led in her left knee/feels like there are bricks in left knee, while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included had a tear and surgery. It was reported that one and half year ago, the patient had the injection (hylan g-f 20 sodium hyaluronate) in her right knee, and there was no side effects. The patient's past vaccination(s), concomitant medication (s) and family history were not provided. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate (formulation: solution for injection), one injection in left knee once (lot: unknown) for arthritis. Information on the batch number was requested. On the same day, in the evening her knee was totally swollen (joint swelling), and she couldn't bend it (joint range of motion decreased), lost her mobility (mobility decreased). On (B)(6) 2020, patient could not walk (gait inability; latency: 1 day) had to use a walker to get around. She stated the issues continued throughout the weekend. Patient saw her doctor the following monday and he prescribed a prednisone patch and physical therapy (pt). Prednisone patch reduced the swelling. Patient felt like she had led in her knee (musculoskeletal discomfort) and she had limited mobility. Patient still felt like there were bricks in knee (musculoskeletal discomfort) and that knee just was not right and was still having the issues now. Patient was very frustrated. Patient wanted to know anything could be recommended for her to help her feel normal again. Event of joint swelling assessed as serious due to intervention required and disability and events of gait inability, joint range of motion decreased and mobility decreased assessed as serious due to disability. Action taken: not applicable for all events. The patient was treated with prednisone, walker, physical therapy for joint swelling; not reported for musculoskeletal discomfort; walker and physical therapy for rest of the events. Outcome: recovering for left knee totally swollen, not recovered for rest of the events. A product technical complaint (ptc) was initiated results were pending for the same.